Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported for the gastrointestinal scope had things stuck in the elevator channel making it difficult for the instrument to pass through it. The issue occurred during the endoscopic retrograde cholangiopancreatography with fluoroscopy procedure. The intended procedure was completed using the same device. There were no reports of patient harm.